Event description:
It was reported via repair work order that the cot would not lock into the ambulance due to a misaligned lock bar. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot would not lock into the ambulance due to a misaligned lock bar. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was incorrectly reported as a 6500000000 power pro cot, the correct product and serial number have been reported.